Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user replaced a dexcom g6 transmitter and sensor and then saw a ¿bg run mode¿ message on the ilet while the dexcom app showed ¿searching for transmitter,¿ which was traced to an incorrect transmitter serial number paired to the ilet; after guided steps to correctly pair the new transmitter and sensor, the ilet displayed glucose values and the issue resolved. Symptoms included no reported clinical symptoms. Outcomes included no alerts on the ilet during the disconnection, no need for outside assistance, and no medical intervention or hospitalization. Investigation included review of device pairing status and cgm connection on the ilet and dexcom platforms, as well as guided troubleshooting and user education. Investigation of this case revealed a configuration and pairing issue leading to loss of cgm data display on the ilet, with resolution after correct transmitter and sensor pairing. It was concluded, based on previously established findings for similar reports, that the cause was user setup error corrected through troubleshooting and education.